Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; wear abrasion, fold creases, observed void >1 mm in non-textured, valve-to shell-bond area, brown particles in valve. The leak test and microscopic analysis was performed which identified: the device did not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: the device did not leak (no found openings or delamination).

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device remains implanted.